Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx closure device was implanted. During a routine 45 day follow up examination, transesophageal echocardiography (tee) revealed a thrombus on the face of the closure device. There were no patient complications, and the patient was reported to be stable. The patient was placed on anticoagulation medication and will have a follow up tee examination at a later date to check for resolution of the thrombus.